Event description:
Patient reports their nebulizer is broken. Unknown exact details. Unknown if the patient missed a dose, experienced adverse events or if the product is available for return. No further information provided. Lot number is unknown. Chronic obstructive pulmonary disease.